Event description:
The affiliate stated the customer reported the uninterrupted power supply (ups) caught on fire involving the coulter lh 750 hematology analyzer. The customer stated fire alarms went off and the security department responded to the smoke alarm and contained the fire. Patient results were not impacted. There was no report of operator consequence or adverse effect associated with this event. The customer indicated the (B)(6) district service manager (dsm) stated the magnitude of the fire was smoke and sparks, and the laboratory was not evacuated. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) met with the hospital's electrician, the assistant laboratory manager, and the biomedical engineer to evaluate the event. It was determined the fire was isolated to the ac power input at the uninterrupted power supply (ups). It was noted a loose connector overheated while arcing. Both the female end of the connector and the male receptacle on the ups melted and caused the smoke and odor. The ups appeared to be operational even after the 120v ac input cable was disconnected from the ups. The instrument's laser printer and an additional power strip were connected to the ups. The ups is being returned for further evaluation.

Manufacturer narrative:
Further failure analysis was completed by a third party quality engineer. The uninterrupted power supply (ups) received from the customer was visually inspected and no oxidation or corrosion was visible, including the unit's power cord. The quality engineer was unable to reproduce the thermal event demonstrated in the field; however, data suggested a loose connection did correlate to a higher temperature. In the final part of the analysis, the quality engineer was able to raise the temperature of the line cord by 18 degrees celsius, above the normal temperature, by opening up the internal electric cord and pulling the cord out slightly. After over 50 hours of run time with the loose connection, the line cord temperature increased. At this time, a definitive cause of the event is unknown. Beckman coulter internal identifier for this report is (B)(4).